Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one conquest pta dilatation catheter returned for evaluation. Upon visual inspection it was noted the was blood residue on the balloon. A rupture was visible near the distal end of the balloon. No anomalies to the bifurcate or luers. During functional testing, the balloon fibers where then stripped and under microscopic examination and a compound rupture was noted to the balloon near to the distal tip. There was also a partial circumferential break to the inner guidewire lumen proximal to the distal marker band. No other functional testing performed. Therefore, the investigation is confirmed for the reported balloon rupture as compound rupture was noted to the balloon. Also, the investigation is confirmed for the identified break as partial circumferential break was noted to the inner guidewire lumen. A definitive root cause for the reported balloon rupture and identified break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty procedure using the conquest pta balloon catheter by ultrasound-guided through the site of upper limb vein to access the cephalic vein. During the procedure the balloon was allegedly ruptured at 14 atm. And there was blood in the pressure pump during retrieval. The procedure was completed using another device. There was no reported patient injury.